Event description:
The customer reported the system would not display a usable image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system but no conclusion can be drawn as the customer did not accept the repair quote.